Event description:
Doctor reported that four files separated during a three day period. Though the doctor would not disclose specific information about each case, it was reported that the patient involved in this particular event may require an apicoectomy to retrieve the separated piece. Exact outcome of the event is not known as of this report.